Manufacturer narrative:
(B)(4). No product yet returned.

Manufacturer narrative:
Internal report #:(B)(4). Product not returned for eval. Most likely underlying root cause is: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi." Customer states that she has symptoms of hyperglycemia at this time, such as dry mouth and thirst. It was recommended to the customer to seek medical attention. Customer stated she may consult her doctor for further assistance. Customer's expected blood results are 120-200mg/dl fasting. Verified the strips expire 11/30/2016. Customer was unable to confirm storage conditions or when the test strip vial was opened. Reviewed meter memory: 1: undisclosed 2: undisclosed 3: undisclosed 4: undisclosed 5: undisclosed.